Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported temperature issue and subsequent cancelled procedure could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure a cancellation occurred when the generator would not reach the set temperature. When ablation was started, with the target temperature set, the generator could not go above 50 degrees celsius. The needle was confirmed to be the correct length, the connecting cable was changed, grounding pad placement checked, probes exchanged and the generator was restarted but the temperature remained too low. The issue was not resolved and the procedure was cancelled.